Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result(s). Customer stated "had flu symptoms. Took the test. All negative results. Went to the doctor and was positive for influenza a. I tested because I work with someone who has an immunocompromised child and I didn't want to expose her to anything."